Manufacturer narrative:
This device is still currently in service and not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device beeped tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however the device is still currently in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has been explanted but is not available for return at this time.

Event description:
This supplemental report is being filled to include device explant information.